Manufacturer narrative:
Correction: remove user error medical device problem code.

Event description:
It was reported that during aortic valve surgery the surgeon dislodged the right atrial (ra) lead. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Visual and x-ray examination of the lead found the distal tip of the helix was broken consistent with procedural damage. Helix mechanism test could not be performed due to procedural damage to the helix, as received. Electrical testing did not find any indication of conductor fractures or internal shorts.